Event description:
It was reported after meeting with the patient, diagnostic of the patient's scs system found high impedance on the lead. Surgical intervention may be taken to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow up information received identified the patient's scs lead was revised and therapy has been restored.